Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 for stress shielding due to a too bigger stem implanted. Patient implanted on (B)(6) 2014 for osteonecrosis.